Manufacturer narrative:
Evaluation summary: upon analysis, no anomalies were found; full lead returned and analyzed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a left ventricular (lv) lead implant attempt, the physician had difficulty placing the lead. The lead was not used and another lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.